Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up in b5. Correction: checked g2 - "health professional" as this was inadvertently missed on the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the event was likely occurred due to a broken image guide. However, the specific root cause of the breakage could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed the scope was tested at bed side prior and discovered that the image was dark. The procedure was completed with a similar device. There was no delay or impact to the patient.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: leaking at biopsy or instrument channel, cut/chip at probe tip, deep scratches at biopsy or instrument channel opening, bending section cover glue cracks, forceps passage channel leaking, image guide breakage, ultrasound image four broken elements, insertion tube buckles, angulation low, control lever movement play, labeling customer sticker at scope connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope had an image problem- image display is dark. There were no reports of patient harm.